Event description:
The patient experienced a loss of therapeutic effect. The device was implanted on (B)(6) 2012 and had been getting effective stimulation therapy. They now have a full return of symptoms. There was no known accident or incident related to this event. The patient programmer was able to communicate with the ins and was on at 2.9 v. When attempted to communicate again with the ins they received chronic telemetry errors that would not clear. Communication was tried with and without the antenna, but still did not get any successful telemetry. It was noted that they were working through bandages. Additional information has been requested.

Manufacturer narrative:
Programmer model 3037, serial# unknown, (B)(4).